Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Baxter did not receive the device, however a photo was provided. The photo showed a tube which contained air bubbles. The photo did not show the whole set; therefore there is not enough evidence to say that the tubing was a baxter set or the set which was reported. Two reserve samples from the same lot were available for evaluation and were functionally tested and showed no defects and performed according to specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard IV solution administration set appeared to have air in the tubing during infusion. It was reported that the approximate size of air bubbles was 0.1-0.3cm. The air occurred during infusion of IV ganciclovir at 100ml/hr with a baxter pump on channel a. There was no patient injury or medical intervention associated with this event. No additional information is available.